Event description:
It was reported the patient was not able to adjust stimulation on the left device. The right side is not working, but there is no response on the left. Additional information received from the hcp noted the patient experienced ambulation changes. It was also noted the left device was "dead" after only 1 1/2 years at moderate settings. The left side device was scheduled to be replaced in 2009.